Manufacturer narrative:
The device was returned for evaluation and deployment jam was confirmed. The cordis introducer sheath was stuck on the shuttle cartridge. An attempt was made to retract the shuttle, but a significant resistance was felt and the shuttle did not move. Based on the information received and the investigation performed, the probable cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1116401) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic fractional flow reserve (ffr) procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a cordis 5f sheath . A pre-procedure femoral angiogram showed that the vessel was approximately 8 mm in size with no presence of disease or calcium. The patient was anticoagulated with heparin peri-procedure. Following the procedure, the physician who is a trained user of the mynx, used the mynx cadence to close the puncture site. It was reported that while the physician was attempting to deploy the device, the sheath could not be retracted to expose the advancer tube. Several attempts were made to advance the shuttle further and remove the sheath but all attempts were unsuccessful. The physician deflated the balloon, removed the device and converted the patient to 10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.